Event description:
It was reported that a customer observed a dark particulate inside the heater line of a homechoice cassette. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Upon receipt, the device was visually and microscopically inspected. The reported particulate matter was observed and the condition was confirmed. The cause of this condition was related to a manufacturing issue, as the particulate was identified as plastic melted to the tubing. Should additional relevant information become available, a supplemental report will be submitted.